Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in bacterial peritonitis. The breach was not further specified. On an unreported date, the patient was hospitalized for the event and treated with unspecified anti-inflammatory drugs (intravenously, dose and frequency not reported). The patient outcome was not reported. It was not reported if the patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information is not available.

Manufacturer narrative:
At the time of this report, the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.